Event description:
Pt reports that every time they use the nebulizer pari plus it leaves a residue in the tubing and is not sure if that is what is causing them to have infections. Onset of infection unknown. Unknown if any doses were missed. Md is not aware. Unknown if nebulizer is available for return. No further information reported. Indication: chronic obstructive pulmonary disease, unspecified.